Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010, and mesh was implanted and on (B)(6) 2011, align was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on (B)(6) 2011 along with eua, cysto, suture repair of urethra and align implant due to mesh erosion through vagina & mixed urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and other outcomes following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystourethroscopy on (B)(6) 2013 due to urethral stenosis and tvt mesh vaginal exposure. It was reported that patient underwent excision of tvt at the distal urethra and release of tape and cystoscopy on (B)(6) 2013 due to tvt mesh exposure, urethral obstruction and voiding disorders. No additional information was provided.